Event description:
The patient presented in the clinic after being lost to follow-up since date of implant (50 months). The pulse generator could not be interrogated with several program- mers. Magnet response was less than 100 ppm. An attempt to perform a download failed. The device was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.